Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
On (B)(6) 2025, a patient was presented with grade 5 functional tricuspid regurgitation (tr) for a triclip procedure. During the procedure, 2 triclips were successfully implanted. The tr was reduced to grade 1 post procedure. On (B)(6) 2026, the second triclip had single leaflet device attachment(slda) from the septal leaflet. The recurrent tr of grade 3 was reported. Patient returned symptomatic with dyspnea and fatigue. A re-intervention procedure was performed. One triclip xtw was implanted to stabilize the slda clip. The tr was reduced to grade 1 post procedure. There was no clinically significant delay.

Event description:
N/a

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported incomplete coaptation. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on available information, a cause for the reported incomplete coaptation- single leaflet device attachment (slda) could not be determined. The reported recurrent tricuspid valve insufficiency/ regurgitation (tr), fatigue, and dyspnea appear to be a cascading effect of the reported slda. Tr, fatigue, and dyspnea are listed in the instructions for use as a known possible complication associated with the triclip procedures. The reported hospitalization and unexpected medical intervention were results of case-specific circumstances as the patient was readmitted and additional triclip was performed. There is no indication of a product quality issue with respect to manufacture, design, or labeling.